Event description:
Customer reported, meter results of 80 mg/dl on the active system. Reported meter results of 30 mg/dl or 40 mg/dl within 10 minutes on an emt's meter. Re-tested within 10 minutes on active system, results were 70 mg/dl or 80 mg/dl. Emt treated customer with glucose IV. A request was made for the return of the device, however, customer no longer has the strips; a replacement was sent.